Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to customer's blood glucose level. Reportedly, the alarm cleared prior to the report with tandem technical support (cts), and customer declined further troubleshooting with cts.